Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had cord damage exposing the wires which was indicative of the cord coming into contact with something sharp. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at post surgery, it was observed that the cord on the electric systems foot control device was in a very bad shape and that all the wires could be seen. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.